Manufacturer narrative:
H2: additional information added to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000162, serial/lot #: -, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the imaging system. It was reported the battery tray was replaced and the manufacturer representative (rep) checked all functions and movements of the system, it was working. Codes b01, c02, and d02 are applicable. Multiple fdd/annex a codes were reported. A09 was coded for the battery showed a red indicator. A070504 was coded for the battery depleted issue. A090501 was coded for unable to take 2d and 3d shoots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take 2d and 3d shoots. While troubleshooting the manufacturer representative (rep) checked the batteries and found it was depleted. The battery was showing a red color indicator. There was no patient involvement.